Event description:
In the process of notifying the patient that their device may be nearing end of service, it was discovered that the patient's ncp system was explanted due to staph aureus infection. Stimulation was never initiated. The patient's generator was reportedly explanted in 1999, but the lead was left in place. The lead was later explanted in 2002 also due to staph aureus infection. Infection was reported to be in both pulse generator and bipolar lead areas. The infection was treated with antibiotics and explant of pulse generator and lead (leaving electrodes in place). The infection has reportedly resolved. No re-implant is scheduled.